Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse attempted to discard the cups from sorter to resolve the issue, but the error persisted. Next, fse checked the sensors and leads on the cup transfer pick up, checked and cleaned the hybrid arm cup pick up, replaced the flat z-axis cup transfer pick up cable, and performed a version up. Then, fse was able to perform the macro cup transfer evaluation twice with no issues. The customer was also subsequently able to run controls for cortisol without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4) from 08apr2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-2000 service manual, chapter 10- troubleshooting - error messages was reviewed. The 2151 hybrid arm/ cup transfer pickup failure: the aia-2000 service manual rev 3; chapter 10 - troubleshooting indicates that the 2151 hybrid arm/ cup transfer pickup failure error message is generated when the s137 sensor fails to detect a cup at the home position after the cup pickup operation. The operator is instructed to contact tosoh service center or local representatives. The most probable cause of the reported event was due to possible failure of the z-axis cup transfer pick up cable.

Event description:
It was reported that the customer received "error 2151, hybrid arm/cup transfer cup pickup failure" and "error 6100, abort operation" with their aia-2000st analyzer. Technical support (ts) instructed the customer to perform "all set home" which the device performed without errors. Next, the customer ran a sample. As soon as the cup transfer picked up the cup, the error reoccurred. The customer stated that the cup transfer picked up the cup but never released it. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prolactin (prl) and follicle-stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Date received by manufacturer: 05/21/2018. Method: 4109; historical data analysis; 10, testing of actual/ suspected device, 4111; communication/ interviews; conclusion code: 4307; cause traced to component failure. Device evaluation: one cup transfer pick up cable was returned for evaluation to the tosoh instrument service center (isc). Visual inspection of the cup transfer pick up cable revealed markings on one of contacts of the cable. Visual inspection confirmed the reported event. The cup transfer pick up cable failed testing. The most probable cause of the reported event was due to a damaged cup transfer pick up cable. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.